Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. The complainant reported that during impella placement, the pump experienced low pump flows. The purge cassette was replaced and the purge solution changed from dextrose with five percent water to dextrose with twenty percent water. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived explant.

Manufacturer narrative:
The investigation into the low pump flow/low purge pressure issue has been completed. The impella 5.0 was returned for investigation. The original cassette that was reportedly switched out to resolve the low purge pressure (s/n (B)(6) l/n 1604638) was not returned for analysis. The pump was returned and tested with a lab cassette and was able to purge with expected pressures. The root cause of the low purge pressure was most likely a leak in the first cassette. Without cassette evaluation, the leak location is unknown. The clinical details provided were insufficient to determine a root cause and the cassette that was in use was not returned, therefore a root cause of the issue was unable to be determined. This report is being filed as part of a retrospective review of historical records.